Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a boston scientific obtryx ii sling device was used during a stress incontinence tot sling procedure performed on (B)(6) 2021. During the procedure, after placement of the device when the leader loop was to be cut to release the sleeves, not only the suture was cut but also the sleeves were cut instead of just pulling them outward on the dilator. Subsequently, a small piece of the sheath was in the patient and was not retrieved. The procedure was completed with this obtryx ii device. There were no patient complications reported as a result of this event and the condition of the patient after the procedure was reported to be good.